Event description:
Laboratory information system - softlabmic 4.0.1 (build 14:5)soft computer consultant laboratory information system loaded comprehensive patch 4.0.1 build 14:5 this past spring. Since then softmic result entry lost an important feature that alerts technologist when someone else is in the same patient database. Previous to the comprehensive patch, there was a properly functioning warning message that would alert the technologist when someone else was using the same patient database. Without this warning message, the following patient result entry could potentially not be saved. This is a user definable function that could lead to the loss of patient data.